Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using ruby coils and a non-penumbra microcatheter. During the procedure, after advancing a ruby coil into the target vessel, the physician decided to retract the coil back into introducer sheath to reposition the microcatheter. While retracting the ruby coil back into microcatheter, the physician experienced resistance and the ruby coil unintentionally detached. It was reported that the approximately more than half of detached ruby coil was contained inside the microcatheter. Therefore, the physician used an occlusion balloon to remove the detached ruby coil. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.